Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle was slow to retract and got stuck. The following information was provided by the initial reporter: "when retracting the needle seems to getstuck and is very slow. This poses a safety issue for both nurse and patient."

Manufacturer narrative:
The following fields were updated due to additional information: device available for eval yes, returned to manufacturer on: 06-jan-2023 . Investigation summary our quality engineer inspected the representative samples submitted for evaluation. Bd received five 22g x 1.00in insyte autoguard devices from lot number 2280020 sealed in their packaging. Through the visual inspection no physical damage is observed. Further investigation consisted of removing the units from their packaging and inspecting each component. Additionally, tip adhesion break was performed, and the safety button was activated. Tip adhesion was performed smoothly with no resistance however, upon activating the safety button, the needle retraction took over 3 seconds to retract. The reported issue was confirmed for experiencing slow retraction. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to excess gel covering the spring cavity due to a possible incorrect equipment setting. Preventative maintenance records were reviewed during the manufacturing of this lot number and no deviation was found. Operators performed quality control plan to check the weight at set up of the gel dispenser to mitigate the occurrence of this type of defect. In addition, a device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle was slow to retract and got stuck. The following information was provided by the initial reporter: "when retracting the needle seems to get stuck and is very slow. This poses a safety issue for both nurse and patient."